Event description:
It was reported that the device makes strange noises and the suction doesn't work anymore. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 10-mar-2023 further information was provided that it is unclear if the error occurred during a surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-6480 serial/batch number (B)(6) was received for investigation. Functional testing found that the dualwave pump makes a noise while running. The pump suction/inflow is slow, and only a small amount of liquid. The visual evaluation noted some scratches on the top of the device. The most likely cause for the reported failure is wear and tear as the device was manufactured in november 2015.